Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the products were received by the hospital with damaged packaging.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The reported event was previously addressed as part of a corrective action after complaints were received reporting that the blisters were cracking. It was determined that thin/variable blister wall thickness and no head-space in shelf carton were causing the blister to deform and crack during distribution. The packaging design configuration was changed to address this issue. Review of the device history record found nonconformances, which could likely be related to the reported event. Investigation results concluded that the reported event was due to a design deficiency and transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.